Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device lid will not shut, related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the third-party service center service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles were observed. .